Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient was pronounced dead after resuscitation attempt failed. External defib was used. No ICD therapy or pacing was delivered during asystole. Upon device interrogation, device was found in a backup vvi mode. The device was explanted.

Manufacturer narrative:
Analysis found that the device was in backup vvi mode when received. The low voltage functionality was tested using automated test equipment and was found to meet product specifications. The cause of the backup vii mode was due to a power-on reset when delivering high voltage therapy. X-ray inspection identified a broken ground case wire in the device. The cause of the power-on reset and backup vvi was high voltage delivery to the broken ground case wire.